Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted damage to the device along with discoloration to the surface. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 07-dec-2018.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/21/2023, it was reported by a sales representative via sems that an ar-611-10 tibia peg drill and ar-611-11 femoral peg drill are worn and pieces are starting to shave off. This was discovered during a case and produced debris.